Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had minor scratches on lcd window and cracked reservoir tube lip. No flashing backlight noted during testing.

Event description:
It was reported that the customer received a button error alarm on the insulin pump while attempting to deliver a bolus. The customer stated that she may have accidentally turned on the backlight button and when she pressed up for easy bolus the light began flashing. After changing the battery, she received the alarm. The customer's blood glucose was 92 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.